Event description:
It was reported that the patient firstly presented remotely via merlin.net as the pacemaker exhibited failure to capture, premature battery depletion and was in back-up mode. Then the patient presented in the emergency room with bradycardia. During the procedure it was confirmed that the pacemaker failed to be interrogated. As a resolution the pacemaker was explanted and replaced on. The patient condition was stable.

Manufacturer narrative:
The reported events of failure to capture, premature discharge of battery and no rf telemetry were confirmed. The reported event of device in backup mode was not confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Manufacturer narrative:
Correction: the date received by the manufacturer (g3) in 2017865-2025-11191 submitted on 22 jan 2025 should have been "27 dec 2024" instead of "09 jan 2025"

Manufacturer narrative:
Correction to add previously missing d9